Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that a cartridge alarm 9 and a minimum fill notification occurred after the customer filled the cartridge with 240 units of insulin. Customer loaded a new cartridge to resolve the issues. Customer¿s blood glucose level was 130-135 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.